Event description:
It was reported that this right atrial (ra) lead was repositioned due to a suspected perforation, with high pacing thresholds. The patient was asymptomatic and was not experiencing any chest pain. When the physician was attempting to reposition this lead, the helix could not be retracted, despite 30 rotations performed to retract the helix. A new atrial lead was implanted to complete the procedure. This lead is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing and tissue entwined in the helix. Subsequent testing confirmed the helix allegation based on the field report and the finding of tissue entwined in the helix. The perforation allegation could not be confirmed by lab analysis; however, is a known inherent risk of device. Further testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to a suspected perforation, with high pacing thresholds. The patient was asymptomatic and was not experiencing any chest pain. When the physician was attempting to reposition this lead, the helix could not be retracted, despite 30 rotations performed to retract the helix. A new atrial lead was implanted to complete the procedure. No additional adverse patient effects were reported. This lead was returned for analysis.